Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was intended to be implanted within the common bile duct of a patient with a malignant biliary tumor, during a stenting procedure on (B)(6), 2010. According to the complainant, the patient's anatomy was not dilated prior to stent implantation. During the procedure, the user was unable to reconstrain the stent. The partially deployed stent was removed from the patient without issue. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
Device analysis determined that the condition of the returned device was consistent with the complaint incident, however, the reconstrainment visual limit had been exceeded. A visual examination of the returned device found that the stent was partially deployed and had moved distally along the shaft so that the proximal end of the stent was 35mm distal to the recontrainment band. Accordioning of the clear outer sheath was noted proximal to the reconstrainment band. It was noted that the distal handle had been retracted past the visual limit marker on the stainless steel shaft. During analysis, an attempt to reconstrain the stent was unsuccessful. The stent was then deployed, the shaft was dissected and the inner lumen was withdrawn. It was noted that the inner lumen was folded back on itself proximal to the inner jacket. No other issues were noted. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed. It was noted that the distal handle had been retracted past the visual limit marker on the stainless steel shaft. The dfu (directions for use) states that a stent cannot be reconstrained after the reconstrainment limit has been exceeded.

Manufacturer narrative:
(B)(4) - (stent partially deployed; unable to be reconstrained). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was intended to be implanted within the common bile duct of a patient with a malignant biliary tumor, during a stenting procedure on (B)(6), 2010. According to the complainant, the patient's anatomy was not dilated prior to stent implantation. During the procedure, the user was unable to reconstrain the stent. The partially deployed stent was removed from the patient without issue. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.